Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon claims that the trocar would not advance through the layers of the abdominal wall and the instrument was set, but the blade would not advance. Another instrument was used to complete the case. There was an extended or time of (5) minutes.